Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that rust was found in the core of the bd intima ii¿ IV catheter prn adapter needle. The following information was provided by the initial reporter, translated from chinese: "at 02:56 on (B)(6) 2023, the pregnant woman entered the delivery room with her cervix dilated 3cm to await delivery. At 03:30, during venipuncture, rust was found on the core of the indwelling needle."

Manufacturer narrative:
1. DHR/bhr review(lot#1218979): 1)this batch of products were assembled at intima ii auto line 4 in august 2021, and packaged at r240 package line in august 2021. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the cannula batches used in this batch of products are 1090134, 1052930, 1052931, review the incoming inspection results, no abnormalities. 2. No actual samples and pictures have been received, and the defect status cannot be confirmed. 3. Take the retained sample of the complaint batch and check the cannula under the microscope. No rust is found. Please see the attached photos. 4. The cannula is made of 304ss, which has good corrosion resistance under normal circumstances, but in special circumstances, such as containing chlorine (or sodium hypochlorite) and other corrosive gases, the head of some cannulas may rust. The plant does not have the conditions to cause such defect in the production process. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. As no defective sample returned, and the storage environment of the indwelling needle is unknown, the root cause of the complaint defect cannot be determined.

Event description:
At 02:56 on (B)(6), the pregnant woman entered the delivery room with her cervix dilated 3cm to await delivery. At 03:30, during venipuncture, rust was found on the core of the indwelling needle.